Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous mid right coronary artery (rca). After pre-dilatation was performed with a 2.5 x 15 non-bsc balloon catheter, a 3.00 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the tortuous area in the proximal rca. While trying to cross, the distal portion of the stent was lifted. The procedure was completed with a different device. No patient complications were reported.